Event description:
Ambulance personnel were attending to a pt in cardiac arrest. Allegedly during an attempt at externally pacing the pt, the operator could not increase the pacer current. The operator did not report observing any alarms or messages. The operator reported checking all cable/electrode connections and could not discern a reason for the inability to increase the current. The reporter stated there were no adverse effects to the pt as a result of the alleged malfunction.